Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: device photographs for the device related to the reported events were reviewed. Visual analysis of the photographs identified two devices which have the same lot number 2683132. However, one is broken and the other appears to have a hole in the back. The cause cannot be determined because it cannot be seen through the microscope, and the devices are not identified from the explanted side. Due to the impossibility to perform microscopic analysis via device analysis through photographs, it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth due to patient concern with product and "mild capsular tightening."

Event description:
Healthcare professional reported right side "rupture, mild capsular tightening" and "exchange due to concern with the product''. Device was explanted.